Manufacturer narrative:
(B) (4).

Event description:
Boston scientific crm received information from a boston scientific field representative that this patient was diagnosed with an infection, and passed away during a subsequent surgical attempt to extract the associated leads. It was reported the patient¿s superior vena cava was torn during the use of the lead extraction tool. There were no allegations against this lead.

Manufacturer narrative:
(B) (4).

Event description:
Per the physician, the patient was explanted (B) (6) 2010 due to an infection. Information on reimplantation was not provided at the time this report was filed.